Event description:
It was reported that a malfunction occurred with the customer's insulin pump, which displayed a non-resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, and the customer was informed about the replacement. A backup therapy was arranged with a replacement pump to ensure continuous insulin delivery, and the customer's shipping address was confirmed for the delivery. There is no additional information regarding the return of the problematic pump.